Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient is infected. The surgeon removed the implants from the humeral side and implanted an antibiotic covered stem and shell until the infection subsides.